Event description:
The customer reported false positive result with the ID now covid-19 assay performed on a nasopharyngeal swab and generated positive results. Pcr confirmation testing was performed with a saliva sample and generated negative results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m161563 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m161563, test base part number 190-430 / lot: m161563. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161563 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided